Event description:
Patient reported obtaining a blood glucose result of 205 mg/dl while using the suspect product. Patient immediately opened a new strip vial and retested blood glucose with a result of 68 mg/dl. Patient did not modify therapy based on these values. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.